Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the casing on the onetouch delica lancing device is damage. This complaint is classified according to the documentation of the customer care advocate. The lancing device was damaged on (B)(6) 2014 at 11:30 am. The patient continued to manage her diabetes as usual without any diabetes medications. Within 24 hours of the onset of the lancing device issue, the patient exhibited symptoms of feeling weak and lightheaded. The patient did not require any hcp treatment to suggest a serious injury at the time of concern. The lancing device issue was not resolved with training. The lancing device was replaced and requested back for investigation. This complaint is being reported due to the unresolved lancing device issue. There was no evidence of a serious injury associated with the incident.